Event description:
Diabetic well-controlled for the past 17 years used the paradigm mini-med insulin pump at 12:04 a.m. And went into seizure shortly afterward. [The pt's family member was awakened by pt thrashing in bed while experiencing a seiure. The family member called the paramedics immediately]. Pt arrived at hosp at 2:40 am. The pt normally administers, before going to bed, 1.6 units of humalog regular insulin by pushing the upper button on the device 6 times; the unit is preprogrammed to start with a baseline of 1 unit. The lower button is preprogrammed at 10 units; for every push of that button a decrease of .1 units occurs. The pt had eaten supper as usual. Before going to bed, administered the insulin but accidentally pushed the lower button -one time- that is in very close proximity to the upper button resulting in a bolus of 9.9 units of insulin.